Manufacturer narrative:
The returned catheter was visually inspected and functionally tested. Visual inspection showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 6 injections. The catheter failed the performance test due to system notice message 50005 "leak detection". Pressure test revealed a leak through the guide wire lumen, however, the balloons integrity was intact; no breach observed. Dissection showed a guide wire lumen kink and breach at 1.43 inches proximal from the tip. An internal CAPA has been initiated to investigate the condition of guide wire lumen breach found. This report will be recorded and trended.

Event description:
Information received by medtronic indicated that system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection) occurred during a cryoablation procedure. The catheter was removed and the procedure was cancelled. When the device was returned, pressure testing revealed a leak through the guide wire lumen. Reportable based on analysis completed on (B)(4) 2014.